Event description:
Caller reported the customer had an episode of hypoglycemia in which she lost consciousness. Caller reported mobile system blood glucose results: 14:27 1.9 mmol/l 14:48 3.4 mmol/l 14:53 3.9 mmol/l 15:04 hi, which on the system indicates a result in excess of 33.3 mmol/l 15:05 5.3 mmol/l 15:08 12.1 mmol/l 15:10 hi caller contacted nurse, who advised to try to place a spoon with sugar solution in her mouth. Customer did not wake up. Ambulance personnel arrived after 15:10 and injected intravenous glucagon. Customer's blood glucose levels were between 1.8 mmol/l and 2.3 mmol/l on unspecified ambulance devices and up to 7 mmol/l within one hour of therapy. The times of these results are not known nor is it known which devices were used. Customer was not admitted to the hospital. Her current condition is described as "good". A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).